Event description:
The vessel sealer coagulated but did not fully cut the tissue as expected. Another vessel sealer was opened and used with the same result. The surgeon involved uses these devices on a regular basis without incident. Reason for use: robotic prostatectomy.